Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2024-00231.

Manufacturer narrative:
Evaluation of the returned red 62 confirmed multiple fractures on the distal shaft. Further evaluation revealed ovalizations within the fractured locations and distal to the fractures. If the red62 is advanced against resistance, damage such as ovalizations may occur. Subsequently, if the device is retracted against resistance, damage such as fractures may occur. Based on the reported complaint, the patient¿s slightly tortuous anatomy may have contributed to some initial resistance during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system red62 reperfusion catheter (red62), a penumbra system red 43 reperfusion catheter (red43), a neuron max 6f 088 long sheath (neuron max), and a guidewire. It was reported that the patient''s anatomy was slightly tortuous. During the procedure, while advancing the red62 over the red43, the physician experienced resistance. Therefore, the physician decided to remove the red62. While removing, the physician noticed that the red62 was fractured at the mid distal location. Therefore, the red62 was not used for the remainder of the procedure. The procedure was completed using a new red62, the same red43, the same neuron max, and the same guidewire. There was no report of an adverse effect to the patient.